Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
The patient was implanted with coloplast minitape and restorelle ap mesh on (B)(6) 2008. Later the patient experienced recurrent stress urinary incontinence, urinary tract infection, and dyspareunia. An anterior colporrhaphy, umbilical hernia repair and placement of a competitor's product were performed on (B)(6) 2011.